Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The test p-cap locked properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test, rewind test, basic occlusion test, prime/seating test, force sensor test, occlusion test and self test. No unexpected error message alarm during testing however, pump error 53 alarm (linenumber = 5706; filenumber = 632) is found in the formatted history file on 06/07/2023 01:03:49.000 due to a software error. Successfully downloaded history files and traces using thump software. The following were noted during visual inspection: minor scratches on lcd window, cracked case (battery tube) and scratched case. Pump error 53 was found in history file on (B)(6) 2023 01:03:49.000. Sw issue esf# : 4770899. Summary to fa: fault 53 is triggered by function getservicehandles() when during the next reconnection mobile app for unknown reason "loses" a service which it had before (in all cases it was gatt service). Ngp doesn't handle such emergency case correctly. In summary, customer alleged cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump and received pump error 52. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and was returned for analysis.